Manufacturer narrative:
Investigation is underway. E1: phone number: (B)(6).

Event description:
As reported by an edwards lifesciences affiliate in mexico, regarding an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. During the pre-dilation of the valve with the edwards lifesciences balloon, when fully inflated with nominal volume, it burst. During the withdrawal of the device, a part of the balloon was detached and got stuck in the femoral access (at the level of the femoral head) due to the force used during the withdrawal. The vessel was not completely occluded so it was decided to close the access (right side) and perform the implantation of the valve by the left access side. The valve was implanted without complication and with good outcome. After the implantation, the piece of the balloon was removed surgically without complications. The patient was noted as to be stable and in very good conditions. As per medical opinion, the balloon burst might be due to the calcium, and the ruptured and detachment of the balloon in the femoral access during withdrawal because they were not careful when removing the introducer along with the balloon.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon radially burst. Distal part of balloon material bunched. Due to the nature of the complaint (balloon burst), no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Imagery was provided for review. Provided imagery was evaluated, and revealed the following: presence of heavy calcification in native leaflets and valve zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst was confirmed based on evaluation of the returned device . Available information suggests patient factors (calcification) likely contributed to the event as provided imagery and reported information indicated presence of heavy calcification in patients native leaflets and valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported withdrawal difficulty was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event as the distal part of the balloon material was bunched. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. The reported balloon separation was confirmed based on evaluation of the returned device. Available information suggests procedural factors (excessive pull force) likely contributed to the event as it was reported that the balloon was detached and got stuck in the femoral access due to the force used during the withdrawal, and during the evaluation of the device it was observed that the distal part of the balloon was detached. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to the device was returned for evaluation. Sections: d9, g3, g6, h2, h3, h6 type of investigation, have been updated.